Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported a patient's atrial lead presented with high pacing impedance and no capture. The lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.